Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had a history of low atrial sensing. During a routine follow-up, the right atrial lead exhibited a loss of capture. An x-ray revealed that the lead had dislodged. The lead was successfully explanted and replaced. The patient was in stable condition before and post surgery.